Event description:
It was reported that during a procedure, while bending a pelvic recon plate with the bending pliers, the nut on the pliers broke off and the pliers would not contour the plate. Nothing broke off into the patient. The broken fragment was retrieved, unknown where the nut is at the moment. The surgeon was able to contour the plate with another bender to complete the procedure with no further problems and no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records is not available for review as the device is over 15 years old. The manufacturing evaluation showed that the bending pliers shows normal signs of wear and tear over its 15 year history, but nevertheless in good condition. The adjusting bolt (which broke) was however not returned for evaluation. The bending pliers correspond to the drawings and processes at the time of manufacture. Although the device is over 15 years old we conclude this complaint to be indeterminate as the broken screw was not returned for evaluation.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.